Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without any alarm during patient use. Power cord was plugged in and indicator on the power cord reflected power to cord, however damaged cord was not providing power to pump. There was no visible damage to the power cord, but "intermittent when wiggled". It was unknown if the battery was charged at the time of the incident. The reporter stated that "agreed upon" cleaning procedures were used and were modified from the operator manual. There was no known patient injury or medical intervention associated with this event. No additional information is available.